Event description:
It was reported that the balloon deflation issue occurred requiring additional intervention, and balloon became stuck with the wire. The more than 50% stenosed, 100 mm x 6 mm, straight and focal target lesion was located in the non-tortuous and non-calcified vessel. A 4.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, upon inflation to 6 atmospheres. The balloon would not inflate initially. The balloon was deflated and upon second inflation, the balloon would only partially inflate. Then the balloon would not deflate with inflating device. A larger syringe was used to deflate. When attempting to get the balloon to come back down the wire, the balloon would not advance in either direction. The balloon was attempted to pull back again; however, the wire broke from tension and the balloon had not moved. Both the wire and balloon were removed together. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
B5. Describe event or problem: added information. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling to the guidewire lumen. Microscopic examination revealed no additional damages. Functional testing was performed, and the buckling appears to be restricting the flow to and from the balloon. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that the balloon deflation issue occurred requiring additional intervention, and balloon became stuck with the wire. The more than 50% stenosed, 100 mm x 6 mm, straight and focal target lesion was located in the non-tortuous and non-calcified vessel. A 4.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, upon inflation to 6 atmospheres. The balloon would not inflate initially. The balloon was deflated and upon second inflation, the balloon would only partially inflate. Then the balloon would not deflate with inflating device. A larger syringe was used to deflate. When attempting to get the balloon to come back down the wire, the balloon would not advance in either direction. The balloon was attempted to pull back again; however, the wire broke from tension and the balloon had not moved. Both the wire and balloon were removed together. The procedure was completed successfully. No patient complications were reported. It was further reported that the balloon was twisted.